Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain 1) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 19:20:58. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The returned homechoice has received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.